Event description:
During baxter's functionality testing it was found that a spectrum pump experienced a constant downstream occlusion alarm. There was no patient involvement.

Manufacturer narrative:
Manufacturer ref no: (B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed and reproduced the reported symptom constant downstream occlusion alarms. Evaluation found the downstream sensor reading to be above specification with a fluid filled set loaded. Evaluation also found the downstream pressure plate gap to be out of specification. The unit was reworked to ensure proper occlusion detection.